Event description:
It was reported that an increase in pacing impedance and an increase in capture threshold was observed on the right ventricular (rv) lead. Reprogramming was performed to resolve event. The patient was stable with no consequences and will continue to be monitored.